Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 38-year-old female patient who had essure (batch no. A95863) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen from july 2013 to february 2015 and omeprazole since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, 6 months 25 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower abdomen") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent vaginal hysterectomy and left salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, vaginal discharge, anxiety and depression outcome was unknown and the vaginal haemorrhage, pelvic pain, abdominal pain lower, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent vaginal hysterectomy and left salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 38-year-old patient who had essure (batch no. A95863) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In february 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("right lower abdomen"). The patient was treated with surgery (underwent vaginal hysterectomy and left salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, menstrual disorder, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received ,new reporter, patient demographic information ,lab data ,essure lot number ,stop date, event abnormal bleeding (vaginal, menorrhagia); dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); vaginal discharge and right lower abdomen were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 38-year-old female patient who had essure (batch no. A95863) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen from (B)(6) 2013 to (B)(6) 2015 and omeprazole since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, 6 months 25 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower abdomen") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent vaginal hysterectomy and left salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, vaginal discharge, anxiety and depression outcome was unknown and the vaginal haemorrhage, pelvic pain, abdominal pain lower, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received. Added events psychological or psychiatric problems condition: depression and mental anguish. Updated onset date and outcome of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 38-year-old female patient who had essure (batch no. A95863) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, appetite lost, nausea, gerd and chlamydia test positive. Concomitant products included ibuprofen from (B)(6) 2013 to (B)(6) 2015 and omeprazole since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 months 25 days after insertion of essure. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower abdomen / abdominal area"), menstrual disorder ("menstruation issues"), back pain ("back pain"), post procedural complication ("post removal complication") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (on (B)(6) 2014 underwent ablation and underwent vaginal hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, anxiety, depression and post procedural complication outcome was unknown, the vaginal haemorrhage and dysmenorrhoea was resolving and the pelvic pain, abdominal pain lower, menorrhagia, vaginal discharge, back pain and vulvovaginal candidiasis had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: three trailing coils in right, three in left. Date(s) of insertion: (B)(6) 2010 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events - back pain, candidal vaginosis and post removal complication were added. Outcome for pelvic pain, back pain, abdominal pain, menorrhagia, candida vaginosis and vaginal discharge was updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) female patient who had essure (batch no. A95863) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, appetite lost, nausea, gerd and chlamydia test positive. Concomitant products included ibuprofen from (B)(6) 2013 to (B)(6) 2015 and omeprazole since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 months 25 days after insertion of essure. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower abdomen / abdominal area"), menstrual disorder ("menstruation issues"), back pain ("back pain"), post procedural complication ("post removal complication") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (on (B)(6) 2014 underwent ablation and underwent vaginal hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, anxiety, depression and post procedural complication outcome was unknown, the vaginal haemorrhage, pelvic pain, abdominal pain lower, menorrhagia, vaginal discharge, back pain and vulvovaginal candidiasis had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: three trailing coils in right, three in left. Date(s) of insertion: (B)(6) 2010 (as per pif discrepancy noted) patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of the previously reported event- bleeding vaginal were updated, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.